Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding fracture involving a triathlon baseplate was reported. The event was confirmed. Method and results: based on photographs provided, the posterior aspect of the medial compartment of the baseplate is fractured. There appears to have been metal to metal contact with the corresponding condyle of the femoral component. Medical records received and evaluation: x-rays in (B)(6) 2015 confirm massive osteolysis of tibial bone below the medial and posterior baseplate with a fracture of the medial baseplate section with dislocation. There is only a small layer of bone cement below the lateral baseplate section but virtually no bone cement present below both medial baseplate and keel section of device. Both femoral and tibial component are a bit on the small side relative to the size of the bone. No x-rays are available post revision while also no further clinical information is available. The cause of failure is procedure related and has its root cause in the unequal quality of cemented fixation of the tibial baseplate with additionally probably a one size undersized tibial (and femoral) component. This starts a vicious downward spiral of osteolysis below the baseplate with fragmentation of remaining bone cement which causes further progressive osteolysis until massive osteolysis is present with loss of bone support below the baseplate and a fatigue fracture is unavoidable after due time as a consequence to this overload condition. No evidence for device-related factors while there is no information about potential patient-related factors such as weight or activity level although such factors are rarely if ever principal cause of failure. The devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: based on the medical review, the cause of failure is procedure related and has its root cause in the unequal quality of cemented fixation of the tibial baseplate with additionally probably a one size undersized tibial (and femoral) component. This starts a vicious downward spiral of osteolysis below the baseplate with fragmentation of remaining bone cement which causes further progressive osteolysis until massive osteolysis is present with loss of bone support below the baseplate and a fatigue fracture is unavoidable after due time as a consequence to this overload condition. No evidence for device-related factors while there is no information about potential patient-related factors such as weight or activity level although such factors are rarely if ever principal cause of failure. No further investigation for this event is possible at this time as no devices and no medical records were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a revision of his total knee replacement, originally done approximately 7 years ago. X-rays showed possible breakage of the tibial component. Breakage was confirmed when implants were removed during revision surgery. Femoral and tibial components were removed, and replaced with a posterior stabilized femur, a universal baseplate with tibial augments and an 18mm x100mm fluted stem and an 11mm ts insert.

Event description:
Patient had a revision of his total knee replacement, originally done approximately 7 years ago. X-rays showed possible breakage of the tibial component. Breakage was confirmed when implants were removed during revision surgery. Femoral and tibial components were removed, and replaced with a posterior stabilized femur, a universal baseplate with tibial augments and an 18mm x100mm fluted stem and an 11mm ts insert.